Event description:
When straightened the pigtail with a straightener prior to making contact with a 0.025inch olympus's visiglide wire guide, a kink in the pigtail was noticed. (B)(4) the stent was disposed of and another zebd-7-7 (lot# unknown) was used with the wire guide instead to complete the procedure. (B)(4) there have been no adverse effects to the patient reported. There have been no adverse effects to the patient reported. Physician's comment: I am used to handling the device, so I do not think that there was any problem in the way of device handling. Sales rep's comment: the same as physician's comment. Additional information: for all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. 2 what was the target location for the stent? Distal bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Vertically stored. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide 0.025inchi/ olympus (the stent logged under pr351779 was already kinked prior to making contact with the wire guide.) 5 was the wire guide lubricated prior to use? Unknown. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Unknown. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. 12 did the patient require any additional procedures as a result of this event? Unknown. 13 what intervention (if any) was required? N/a. 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1883707 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zebd-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1883707 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1883707. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to high force being applied to the stent as it was being straightened with the straightener. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.